Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to the recall/advisory notification regarding this model/device. No adverse patient symptoms were reported.